Event description:
It was reported that atrial undersensing was observed on the device. Reprogramming is anticipated to be performed, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.